Event description:
Handpiece head overheated during a procedure and patient received a minor burn to their lower right inner lip. Burn reported to be approximately 4mm in size with blistering. Patient is reported to be in good health.